Manufacturer narrative:
Additional information was added to: b4, g6, h2, h3, h11. Correction to: d3 (country type and country), h6 (type of investigation, investigation findings, and investigation conclusions) investigation summary: samples were received and an investigation was performed. This is the 2nd complaint for the reported lot number. A review of the manufacturing records was performed and no non-conformances were raised in association with this type of event for this lot. Embecta was able to duplicate or confirm the indicated issue and based on trend analysis no further action is required at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Based on the above, no additional investigation and corrective/preventative action (CAPA) or situational analysis (sa) is required.

Event description:
Nurse for patient (B)(6) when injecting insulin, the nurse found that the needle-npe of pen needle was broken at the tip and could not be used. The nurse was about to take out a new needle for use, but found that the needle-npe of pen needle was bent and could not be used. There are 2 consecutive needles in a box that are faulty and cannot be used. In january 2024, the hospital purchased a total of 1,000 pen needles from this batch. According to the nurse's feedback, this batch of pen needles has had many adverse events such as needle breakage or needle bending. The specific number of cases is unknown because they were not recorded in time. On april 24, customer service contacted the head of the hospital department to verify the information and confirm the product number, batch number, specifications and model. The product sales time was unclear, there were photos of the problematic needles, and the samples could be mailed. The head of the department said that the needles that had broken and bent many times before were not necessarily from the same batch number. A survey response letter was required to be sent to the customer's mailbox.